Event description:
The customer reported via telephone call that the blood glucose dropped earlier that day to 63 mg/dl and caused her to feel disoriented. The customer treated with glucose tabs and the blood glucose reading at the time of the report was back up to 140 mg/dl. The customer stated that the paramedics had come to treat her but her blood glucose had already increased and they did not take her to the hospital. The customer was advised to disconnect from the insulin pump. She stated that the drive support cap appeared normal and recessed. The customer reported that the reservoir showed the same amount of insulin as shown at the status screen. She stated that the insulin pump had not been exposed to a strong magnetic field. The customer was unable to run the displacement test due to a partially blocked display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.